Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels ranging from 78 to 704 mg/dl. The customer's blood glucose level at time of call was 119 and 169 mg/dl. The customer stated that he was golfing. The customer reported a calibration error alert and a lost sensor alert. The customer was informed that the alert was caused by a delayed or incorrect entry. The customer was advised to monitor his blood glucose levels and call back if problems persisted. The product was not returned for analysis.